Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06745 and 3005099803-2023-06746 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used for common bile duct drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6), 2023. During the procedure, a 10mm x 10mm axios stent's first flange failed to deploy (the subject of this report). Subsequently, a 6mm x 8mm axios stent (the subject of MFR. Report #3005099803-2023-06746) was used; however, the same problem occurred. Both axios stents were partially deployed on the delivery system when they were removed from the patient. The procedure was canceled due to the complex technique of the procedure and the number of punctures was limited. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2023-06745 and 3005099803-2023-06746 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used for common bile duct drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, a 10mm x 10mm axios stent's first flange failed to deploy (the subject of this report). Subsequently, a 6mm x 8mm axios stent (the subject of MFR. Report #3005099803-2023-06746) was used; however, the same problem occurred. Both axios stents were partially deployed on the delivery system when they were removed from the patient. The procedure was canceled due to the complex technique of the procedure and the number of punctures was limited. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. During functional inspection, the catheter was unlocked by sliding to the right and then the catheter control hub was moved up and down. The catheter was advanced through the luer without resistance and the stent was deployed without any problems. No other problems were noted with the stent and delivery system. The evidence found during product and functional analysis confirmed the reported clinical observations. The device meets all manufacturing specifications required, passed all the controls and inspections, and no abnormalities were reported during the assembly process. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.